Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred sometime between october 14, 2024 ¿ november 5, 2024. D4: unique identifier (UDI) #: the UDI could not be provided as the product code, lot number and expiration date UDI are unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device was not emptied properly and too much medication was remaining in the device. The expected therapy time was between 24 ¿ 46 hours, but the device infused between 31 ¿ 52 hours. This occurred during use. The device unspecified cytostatics. The PICC (peripherally inserted central catheter) line used in hospital has a size of 4 french. There was no report of patient injury or medical intervention associated with this event. No additional information is available.